Event description:
The device was not properly loaded onto the wire. This caused the window to remain open and allow distal embolization. The embolization was treated with laser therapy and dissolved.